Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber cap detached inside of the pt at 120 joules of use and was retrieved. The case was completed using a second fiber. There was no report of injury.